Manufacturer narrative:
The customer reported that the needle had separated from the microtip. The microtip was returned with the needle sheath bent. The needle was not returned. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. The bending of the needle sheath indicated the device was either used aggressively or was dropped. Continued evaluation found no damage to the sheath tip, which would have been present had the microtip been dropped. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user and aggressive use of the device contributed to the needle breaking and the sheath bending. Lab testing, to date, has been unable to duplicate needle break failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, at approximately 3 minutes of cutting time, at the conclusion of the procedure, the needle separated from the handpiece. The device was out of the patient when separation occurred. There was no harm or complication caused to the patient due to the failure.